Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device. <nhl>

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced for an unknown reason. No further information was able to be obtained despite good faith efforts.